Manufacturer narrative:
Complaint conclusion: as reported, during retrieval of an optease 55cm femoral inferior vena cava (ivc) filter retrieval, angiography showed the filter had a side-arm fracture. The operator attempted retrieval with a snare and ultimately it was successfully retrieved with the fragments. After the filter was implanted, it was scheduled for removal for three weeks post implantation. At the designated time, during pre-extraction angiography, the filter fracture was discovered, and the filter was then removed. A small amount of thrombus was present at the distal end of the filter. Review of one image is a fluoroscopic video frame showing the filter within the patient¿s vasculature. A snare device is present just inferior to the retrieval hook. The filter appears fully expanded but demonstrates a structural deformation. Preliminary review of the second image shows the filter after removal from the patient. Two separated strut segments are clearly visible, confirming a structural failure of the device outside the body. Two photos were attached event-2025-19953 and to the picture analysis (pa) task. The graphic material shows that one of the filter struts appears separated or fractured from the main filter structure. The device does not maintain its expected deployed geometry, indicating structural deformation. No additional details were observable in the graphic material provided. A product history record (phr) review of lot 18463479 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿not reported ¿ fractured-separated¿ was found during the photo analysis. The exact cause of the reported event cannot be determined however, patient anatomical factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during retrieval of an optease 55cm femoral inferior vena cava (ivc) filter retrieval, angiography showed the filter had a side-arm fracture. The operator attempted retrieval with a snare and ultimately it was successfully retrieved with the fragments. After the filter was implanted, it was scheduled for removal three weeks post implantation. At the designated time, during pre-extraction angiography, the filter fracture was discovered, and the filter was then removed. A small amount of thrombus was present at the distal end of the filter. Review of one image is a fluoroscopic video frame showing the filter within the patient¿s vasculature. A snare device is present just inferior to the retrieval hook. The filter appears fully expanded but demonstrates a structural deformation. Preliminary review of the second image shows the filter after removal from the patient. Two separated strut segments are clearly visible, confirming a structural failure of the device outside the body. The device was not returned for evaluation, contrary to what was initially reported.

Event description:
As reported, during retrieval of an optease 55cm femoral inferior vena cava (ivc) filter retrieval, angiography showed the filter had a side-arm fracture. The operator attempted retrieval with a snare and ultimately it was successfully retrieved with the fragments. After the filter was implanted, it was scheduled for removal three weeks post implantation. At the designated time, during pre-extraction angiography, the filter fracture was discovered, and the filter was then removed. A small amount of thrombus was present at the distal end of the filter. Review of one image is a fluoroscopic video frame showing the filter within the patient¿s vasculature. A snare device is present just inferior to the retrieval hook. The filter appears fully expanded but demonstrates a structural deformation. Preliminary review of the second image shows the filter after removal from the patient. Two separated strut segments are clearly visible, confirming a structural failure of the device outside the body. The device will be returned for evaluation.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.